Event description:
Complainanat alleged that during inservice training by facility staff, the device would not display or analyze ECG signal. The complainant indicated that there was no patient involvement in the reported failure.